Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (gravida 5) and parity 5 (parity 5). Concurrent conditions included chronic cervicitis. On 24-jan-2013, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), obesity ("morbid obesity") and nicotine dependence ("tobacco dependence"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the endometritis, heavy menstrual bleeding, dysmenorrhoea, obesity and nicotine dependence outcome was unknown. The reporter considered dysmenorrhoea, endometritis, heavy menstrual bleeding, nicotine dependence and obesity to be related to essure. The reporter commented: trailing coils: 1 coil each side. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: endometritis. Lot number reported is not valid a83344. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is being submitted retrospectively following an internal review. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.